Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include the additional event information received on 07-feb-2023. [Additional information]: on 07-feb-2023, additional information was received. The information indicated that the procedure was an adapt (direct aspiration first pass technique) procedure, but the catheter was not snaked (advanced without wire/microcatheter). It was brought up with a 0.14 guidewire (unspecified brand) and a velocity® delivery microcatheter (penumbra). The vessel was not excessively tortuous nor with acute bends. The sheath used was an emboguard balloon guide catheter; no damage was on the sheath. When the reported stretching issue was observed, the procedure had been completed and no further attempts were needed. It was reported that the device was returned. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 17-feb-2023.the returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Conclusion: the healthcare professional reported that during a thrombectomy procedure targeting an occlusion in the m1 segment, everything was reported to be going well until the physician attempted to retrieve the 132cm large bore catheter 71 (lbc) (ic71132ug / 30716755); when the physician was pulling back, resistance was felt and the physician felt the catheter stretching. It was reported that eventually, the catheter was released and the physician retrieved the catheter. Upon examination, the catheter was observed stretched at the tip. No medical intervention was required; the procedure was successfully completed without any negative patient impact nor procedure delay. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30716755) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. A manufacturing documentation review was performed. There is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an occlusion in the m1 segment, everything was reported to be going well until the physician attempted to retrieve the 132cm large bore catheter 71 (lbc) (ic71132ug / 30716755); when the physician was pulling back, resistance was felt and the physician felt the catheter stretching. It was reported that eventually, the catheter was released and the physician retrieved the catheter. Upon examination, the catheter was observed stretched at the tip. No medical intervention was required; the procedure was successfully completed without any negative patient impact nor procedure delay.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 132cm large bore catheter 71 was received. Visual inspection was performed. The presence of the hydrophilic coating was confirmed. The body of the device was observed with one kinked area at 84.5cm from the proximal end. The distal tip was observed to be stretched starting at 6.5cm to 9cm. A microscopic inspection was performed. As a result of the stretching, the coating was observed to have a torn appearance. Residues of reddish material, presumably dried clot, were observed. Then, the catheter was flushed to verify the existence of water leakage, but no water leakage was observed coming out from stretched areas. The inner diameter (ID) and outer diameter (od) of the device were confirmed to be within specifications in the non-damaged section of the device. The withdrawal difficulty documented in the complaint could not be duplicated in the laboratory setting because such issue is most often related to patient anatomy, device manipulation, and/or device selection, but the stretched appearance of the returned catheter seems to be a result of the difficulty encountered during the attempt to withdraw the device. The reported issue documented in the complaint related to the withdrawal difficulty and catheter stretching was confirmed based on the stretched portion noted on the distal tip. The complaint detailed that the catheter was eventually released and the physician retrieved the catheter; it is possible that the base catheter could have trapped the softest area of the catheter against a vessel and could have caused the stretching upon retrieval. According to the risk documentation, withdrawal difficulty is a potential failure mode of the large bore catheter that can occur during after the procedure during catheter removal from anatomy due to anatomical tortuosity. With the limited information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. The kinked condition noted in the returned catheter was not originally reported in the complaint, and the exact time when this damage occurred cannot be determined but could be related to post-operative factors as it may have precluded the catheter tracking trough the vasculature should this defect was originally present on the device. A review of manufacturing documentation associated with this lot (30716755) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contains the following precautions: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way; replace with another large bore catheter. A damaged device may cause complications. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.